Event description:
The biomedical engineer (bme) reported that after a patient was returned to their room, their name would disappear from the central nurse's station (cns) after the transport process, and a "patient not found" error message was displayed. The facility had a server refresh performed the day before this issue was discovered. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that after a patient was returned to their room, their name would disappear from the central nurse's station (cns) after the transport process, and a "patient not found" error message was displayed. The facility had a server refresh performed the day before this issue was discovered. No patient harm was reported. Investigation summary: the root cause of the patient's name disappearing is likely related to the server refresh performed by the customer the previous day. The patient look up setting was disabled by nk cits which resolved the issue. Patient info is cached locally into the hl7x database where the patients are then queried during the patient lookup from the same hl7x db. As details of the server refresh were not provided, it is unknown what was changed during the refresh. However, as disabling the patient look up setting resolved the issue, it is likely that the serve no longer contained patient information, which resulted in patient lookup not returning any patient data. There is no evidence of an nk device malfunction. This event is likely an isolated incident.

Manufacturer narrative:
The biomedical engineer (bme) reported that after a patient returns to their bed from a procedure (using transport data feature), their name disappears after the transport. This is in ccu department. The ccu is where they use this feature. They are using bsm-1700 monitors to transport. They use transport properly (admit discharge>export data, when patient returns use data from input unit). All the demographics and the patient ID number stay but "patient not found" was displayed in the patient name field. There was server refresh that happened yesterday around 2:30 on 09/23. All the other nihon kohden equipment is working like it should. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor - bsm-1700 series; model: ni; sn: ni.

Event description:
The biomedical engineer (bme) reported that after a patient returns to their bed from a procedure (using transport data feature), their name disappears after the transport. This is in ccu department. The ccu is where they use this feature. They are using bsm-1700 monitors to transport. They use transport properly (admit discharge export data, when patient returns use data from input unit). All the demographics and the patient ID number stay but "patient not found" was displayed in the patient name field. There was server refresh that happened yesterday around 2:30 on 09/23. All the other nihon kohden equipment is working like it should. No patient harm reported.